Event description:
A nurse reported that a probe was stuck in a trocar cannula. The probe was removed with the trocar cannula and exchanged for new one. No harm to the patient was reported. A sample has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).